Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the colonovideoscope had the water filters improperly replaced over time. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was confirmed and occurred because the device was insufficiently reprocessed by the facility staff. Replacement of the water filter had been implemented once in two years by the user¿s decision although the user had acknowledged frequency of replacing the water filter, at least once in two months, which was recommended in instructions for use. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use: instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.